Manufacturer narrative:
No additional information could be provided by the sales representative. No reason given for the patient to undergo revision surgery.

Event description:
Locking ring on biarticular self-centric cup was disassociated.